Event description:
It was reported, the pt experienced discomfort at the ipg site stating it was rubbing on his belt line. The ipg pocket site was relocated on (B)(6) 2012. No equipment will be returned to the MFR for analysis as the device remains implanted.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.